Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil and introducer sheath were returned for this complaint. The pusher wire and rhv were not returned. The coil was returned tied with a nylon thread. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The coil was returned stretched and kinked near the interlocking arm. The interlocking arm was inspected and was found kinked. No more damages were found in the returned device. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The coil was returned stretched and kinked near the interlocking arm. The interlocking arm was inspected and was found kinked. Dimensional inspection of the outer diameter (od) of zap tip, od of the primary coil were performed and were within specifications. Dimensional inspection of fiber bundles was performed and revealed missing fiber bundles.

Event description:
Reportable based on device analysis completed on 20jan2020. It was reported that the coil failed to fill in liquid. The target lesion was located in the coronary artery fistula. During the procedure, it was noted that the coil failed to fill in liquid. The procedure was completed with another of the same device. No complications reported and patient's condition was stable. However, device analysis revealed missing coil fiber bundles.